Manufacturer narrative:
Product investigation evaluation: the percutaneous insertion handle, helical blade coupling screw, helical blade, 11.0mm/3.2mm wire guide, 130° aiming arm, buttress/compression nut, and blade guide sleeve are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. A complaint was reported against eleven parts, wherein seven of the parts were returned: one percutaneous insertion handle (part 357.418, lot 1955160, mfg nov2008), one helical blade coupling screw (part 357.377, lot 6940192, mfg jul2012), one helical blade inserter (part 357.372, lot 7026618, mfg sep2012), one 11.0mm/3.2mm wire guide (part 357.381, lot 4991502, mfg may2005), one 130° aiming arm (part 357.366, lot 4781335, mfg jul2004), one buttress/compression nut (part 357.371, lot 4801877, mfg aug2004), and one blade guide sleeve (part 357.369, lot 4795449, mfg jul2005). The complaint reported is that ¿helical blade would not go through the intramedullary nail into the femoral head during a procedure to repair a proximal femur fracture. This caused a delay of 15 minutes. The nail had to be reinserted after the insertion handle was exchanged for another device.¿ upon receipt of these devices, it was seen that the system was able to be assembled properly; the instrumentation allows for secure connections, the devices conform dimensionally, and there are no signs of damage. The drawing for the buttress/compression nut (357_371 rev b) was reviewed and the design, material and finishing processes are appropriate for the intended use of this device. This complaint is unconfirmed given that the returned devices were intact and could be properly assembled. The design of this device is adequate for its intended use and did not contribute to this complaint condition. It is unknown what led to this complaint condition; however it is most probable that the system was not properly assembled causing a misalignment in the initial helical blade trajectory. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade would not go through the intramedullary nail into the femoral head during a procedure to repair a proximal femur fracture. The nail had to be reinserted after the insertion handle was exchanged for another device. The procedure was successfully completed with no patient harm. A surgical delay of 15 minutes was reported. This report is 8 of 11 for (B)(4).

Manufacturer narrative:
Patient¿s exact weight was reported as (B)(6). Device is an instrument and is not implanted/explanted. Device was received by manufacturer on december 30, 2014. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: lot 4801877 - troutman industries, inc. Manufactured the buttress/compression nut, part 357.371, and lot 4801877. Initially, the part conformed to the supplier¿s certificate of conformance, dated july 15, 2004, and to the synthes final inspection sheet (B)(4). The product was released to the warehouse on august 12, 2004. There were no material review reports, non-conformance reports, or complaint related issues with this lot. The buttress/compression nut was made to the synthes drawing p/n 357.371, revision ¿b¿, released on september 9, 2002. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.